Event description:
Device 1 of 2: reference MFR. Report#3006705815-2017-00486. Follow-up identified the issue is resolved.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-00486. It was reported the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the leads were explanted and replaced.